Event description:
It was reported that the patient had some irritation of the skin overlying their implantable neurostimulator (ins). It was also noted that the ins seemed to ¿edge up a little bit¿ superiorly. The patient found these issues problematic and became worried that it ¿represents rsd spreading¿ to their buttocks. Examination of the patient was performed on (B)(6) 2013. The patient was prescribed lidoderm patches to be applied to the painful areas and it was suggested to use a spandex garment. The issue was reported as related to the device. The issue was reported, as of oct. 24, 2013, as resolved without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was some irritation of the skin overlying his signal generator and that the device seemed to edge up a little bit superiorly. An examination showed no evidence of skin breakdown at the generator site. It did edge up a little bit on the superior aspect just underneath the scar plane. There was a little bit of tenderness.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).